Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the facility is experiencing catheter failures due to access pressure issues for this product line. The reporter only indicated ¿product was used in procedure.¿ as of the date of this report the quantity, lot numbers and any patient involvement have not been clarified by the reporter. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The specific lot number of the device is not known. Product distribution data was searched and identified one recent lot shipped to the customer. Review of device history record shows no nonconforming events which could contribute to this failure mode. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The following points should be highlighted in regard to this complaint: "precautions - if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Suggested catheter maintenance - prior to catheter insertion both distal and proximal lumens should be filled with normal saline solution or heparinized saline solution, depending on institutional protocol. After catheter is placed and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, the physician should immediately reevaluate catheter tip position. Before using any lumen already locked with heparin, the lumen should be aspirated. After use, the lumen should again be flushed with normal saline to prevent systemic heparinization before reestablishing heparin lock. How supplied - upon removal from package, inspect the product to ensure no damage has occurred." Additionally, a table is provided indicating flow rate and average maximum pressure for forward and reverse flow. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required